Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during dissection balloon inflation in an inguinal hernia repair, the balloon would not inflate. Another balloon device was opened to resolve the issue. There was no patient injury.